Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the loosened implant was confirmed. The clinical/medical investigation concluded that, the root cause of the reported event could not be definitively concluded. The patient impact beyond the reported screw through the shell could not be determined. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G1: address updated.

Event description:
It was reported that after surgery the acetabular screw exited the screw hole in the 52mm r3 mulithole cup, this was seen in an x-ray. The surgeon reported the screw was firmly seated at the bottom of the hole with excellent purchase. It appeared to go beyond the cup at the time it was implanted.